Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned, analyzed and analysis of the device revealed normal battery depletion. (B)(4): the device was returned, analyzed and no anomalies were found. It was noted the proximal conductor was distorted. It was noted that there was apparent explant damage. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be process and considered accordingly. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned, analyzed and no anomalies were found. It was noted the proximal conductor was distorted. It was noted that there was apparent explant damage. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be process and considered accordingly. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
A cardiac resynchronization therapy defibrillator (crt-d) system was returned from an unknown source with no information. Information identified in the manufacture's data base indicated the patient died approximately one month post implant of the crt-d. A cause of death has been requested and not received.

Manufacturer narrative:
Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be process and considered accordingly. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.